Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons do not always respond, had to press multiple times, and were harder to press also the down arrow button was sticking. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the reservoir port was chipped and the motor was slower during rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. Device received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board.